Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found.

Event description:
It was reported that during implant attempt, a large amount of blood got into the header and was interfering with the lv lead connection. The device was removed and another device implanted. There were no patient complications reported as a result of this event.